Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's sensor is not accurate. Customer stated the insulin pump has been alarming low reading. Customer stated the blood glucose and sensor glucose have been reading half of what the blood glucose were. The customer stated the blood glucose was 140mg/dl and sensor glucose was 70mg/dl. The customer stated the insulin pump alarmed threshold suspend, customer's blood glucose was 81mg/dl and sensor glucose was reading below 40mg/dl.